Manufacturer narrative:
After further review of the reported issue, it was confirmed per the legal manufacturer that this was a duplicate of report MFR 8010047 - 2020 - 09324. All relevant information regarding the reported event will be reported on the previously mentioned MFR report number.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was partially confirmed, due to the paddle connection. There was no image inside the mask due to a failed printed circuit board. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that no image was showing on the monitor on a video system center when the scope was connected. The issue occurred during preparation for use of the device. No patient involvement or injuries were reported. No additional information has been obtained.